Manufacturer narrative:
During testing, evidence was found of water inside the device that may have come out. A small amount of visual damage was found in the same area. This failure may have contributed to the reported event. Leaking is likely due to a user issue and not as a result of a product failure. The presence of a substance on or being emitted from the handpiece is likely to be caused or contributed to by fluid inside of the device. A possible cause of this failure is not sufficiently drying the handpiece after the wash cycle.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
The system 7 dual trigger rotary was returned to stryker instruments for service, and it was noted that the device was wet upon receipt. There was no patient involvement and no adverse consequences associated with the device.

Event description:
The system 7 dual trigger rotary was returned to stryker instruments for service, and it was noted that the device was wet upon receipt. There was no patient involvement and no adverse consequences associated with the device.